Manufacturer narrative:
Reportedly, the device will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent mitral regurgitation deemed device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with posterior leaflet prolapse, posterior flail, and posterior ruptured chordae. One mitraclip was implanted without a device issue, reducing the mr to grade 0 and 1. On (B)(6) 2022, a follow-up echocardiogram was performed. The mr had increased to grade 3+. Reportedly, the mitraclip remained stable and well seated. Per physician, the increase in mr was unrelated to the device and was related to disease progression. There was no device related injury and no malfunction reported. On (B)(6) 2022, severe mr grade 4+ was observed. This increase in mr was deemed device related. On (B)(6) 2022, the patient was admitted to the hospital for worsening mitral regurgitation. On (B)(6) 2022, a mitral valve replacement was performed as treatment. No additional information was provided regarding this issue.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.b1: product problem added. H6: medical device problem code 2993 removed.

Event description:
Subsequent to the initial report, the additional information was received: during the mitral valve replacement, the mitraclip was observed with a single leaflet devcie attachment (slda), with the clips posterior tip detaching from the leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. Image resolution poor was associated with patient and procedural circumstances and as difficulties with visualization was reported due to posterior 3 flail. Mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.h6 device code 2993 removed.

Event description:
Subsequent to the previous report, the additional information was received: reportedly, imaging was difficult during the mitraclip procedure. The clip had detached from the posterior 3 (p3) leaflet.